Event description:
The customer purchased a box of strips containing two bottles. One bottle had an open cap.no adverse event was alleged.the test strips were to be returned for evaluation, as exposure to moisture can cause high test results.replacement test strips were sent to the customer.